Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the audio bolus button (abb) cover was observed to be partially lifted and the abb was found to be unresponsive during investigation. The abb cover was removed and the slug was found to be missing. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an unresponsive audio bolus button. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged issue noted above that remained unresolved.